Event description:
Please refer user facility report # 5233000000-2013-8004.

Manufacturer narrative:
The device was not returned for inspection, so an analysis of the device could not be performed. Based on a review of the information, it is not believed that the device caused the jejunal perforation. Depending on the insertion method used to place the device, the perforation could have been caused by a guidewire or endoscope. It is not believed that the device malfunctioned. It is likely that the perforation was caused during the placement of the device, and not by the device itself. The tubing of the device is made of a soft rubber, which would not cause a jejunal perforation by itself if correctly placed. Please note that this is the first case of this failure type that has been brought to our attention. In addition, a DHR review showed no anomalies. Nor was the device returned to amt for analysis. Amt is in contact with the sender in hopes to retrieve additional information regarding this complaint. We will provide additional information to the FDA if the device or additional information is able to be obtained and its analysis changes the conclusion of this report.